Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of a recurrent incisional hernia. A composix e/x hernia patch mesh was implanted to repair the hernia defect. (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. The patient's attorney alleges the patient was injured severely and permanently. Addendum per additional information: attorney alleges that the patient experienced adhesions, bowel obstruction, hernia recurrence, pain, nausea, vomiting, constipation, irritable bowel syndrome and surgical intervention. Addendum per medical records: (B)(6) 2011 - patient was diagnosed with incarcerated recurrent incisional ventral hernia, small bowel obstruction and underwent repair. Per the operative notes, ¿there was evidence of some alloderm (non-bard/davol mesh) that was still present. The small bowel was identified and it was adhesed to the anterior abdominal wall. Portions of the hernia sac were excised. A composite mesh of gore-tex and the mersilene (bard/davol composix e/x based on product identifiers) was chosen to be used. Then protecting the bowel, the mesh was sort of placed. Total of 35 sutures were placed of 0-prolene in this fashion. The left side of the mesh was attached to the undersurface of the fascia in a similar fashion as the right side. The sutures were pulled tight to pull the mesh up against the abdominal wall, the abdominal musculature in an underlay fashion. There were no gaps between sutures and we took care to make sure that no small bowel got caught in between the fascia and the mesh.¿ some of the hernia sac was reapproximated over the mesh to provide some biologic protection and sutured. (B)(6) 2015 - patient presented with abdominal pain and vomiting, was diagnosed with small bowel obstruction. (B)(6) 2015 - patient was scheduled for exploratory laparotomy. Per the operative notes, ¿the mesh was completely adherent to the bowel underneath it. With meticulous dissection, we dissected free some bowel off the mesh and continued freeing the bowel off the mesh. At one point, we felt that the bowel was still adherent to the mesh. I then was able to start removing the mesh off the anterior abdominal wall and was able to also free up the bowel underneath it. Once I was able to free the mesh up off the abdominal wall, this was removed and the bowel had multiple adhesions still and these were all lysed. There were a couple of areas of bowel that were very adherent to the mesh and we actually left mesh on the bowel and then after the final lysis of adhesions, when I ran the bowel was able to see the bowel pieces that were still covered with mesh and slowly removed the piece of mesh off the bowel as well. On removal of the most superior aspect of the mesh, I noted that she had another hernia just superior to this and I opened up the fascia to include the hernia sac into the overall incision and the plan was to repair this as well. Once I had all the bowel freed off the mesh. And everything appeared to be intact.¿ a parietex (non-bard/davol mesh) was then implanted. (B)(6) 2018, the patient presented with left lower quadrant abdominal pain.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. The legal claim alleges the patient underwent an additional surgery post implant "to repair the hernia defect and remove it." At this time it is unclear what is being referred to by the word "it." It is unknown at this time if any mesh was excised during the additional surgical procedure. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum: this supplemental MDR is submitted to document additional information provided: review of the medical records provided identify that the composix e/x mesh was explanted. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Patient has a complex medical/surgical history including small bowel obstruction, hernia repair, and laparoscopic band procedure. The instructions-for-use (IFU) supplied with the device, identifies hernia recurrence and adhesions as possible complications. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. The legal claim alleges the patient underwent an additional surgery post implant "to repair the hernia defect and remove it." At this time it is unclear what is being referred to by the word "it." It is unknown at this time if any mesh was excised during the additional surgical procedure. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of a recurrent incisional hernia. A composix e/x hernia patch mesh was implanted to repair the hernia defect. On (B)(6) 2015 - the patient underwent an additional surgery to repair the hernia defect and remove it. The patient's attorney alleges the patient was injured severely and permanently.